Manufacturer narrative:
Based on the results of the investigation, there was a leak observed; however, a conclusive root cause for the rust was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had a rusty bending secion. There was no patient involvement.